Event description:
Hcp reported the pt experienced shocking and that the ipg was not functioning to the right side of the body. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.